Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 23, 2016, (B)(4).

Event description:
Complaint received from a nurse reporting an adverse experience with the device. Reporter stated "due to the device, a patient developed a pressure ulcer to the anterior rectum." Reporter stated there was no additional information available because the event occurred over six (6) months ago. Reporter provided no further patient details including treatment or outcome.

Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).